Manufacturer narrative:
D4 UDI : (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 788457 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 788457, test base part number 10732998/ lot 784540. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 788457 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab for two tests performed on (B)(6) 2024 on a serum sample. This MFR. Report addresses test one (1) of two (2). The customer stated the patient came to facility during labor and test was done before delivery. Additional testing was performed on the (B)(6) 2024 with a cobas test (hiv antigen and antibody) which generated a negative result. The customer stated the patient went into delivery after the negative result and there was no complication. There was no surgical procedures and patient had a vaginal delivery. The customer stated the patient received prophylactic treatment (art) and was on some medications. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab for two tests performed on (B)(6) 2024 on a serum sample. This MFR. Report addresses test one (1) of two (2). The customer stated the patient came to facility during labor and test was done before delivery. Additional testing was performed on the (B)(6) 2024 with a cobas test (hiv antigen and antibody) which generated a negative result. The customer stated the patient went into delivery after the negative result and there was no complication. There was no surgical procedures and patient had a vaginal delivery. The customer stated the patient received prophylactic treatment (art) and was on some medications. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI : (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use; device discarded.